Manufacturer narrative:
(B)(4). Additional information received: the patient is non-diabetic, (B)(6), male, (B)(6). On the 1st day post-surgery, upon complains of abdominal pains, a CT scan was performed. Didn¿t detect anything. On the 3rd day after severe abdominal pains, 2nd CT scan was performed, abscess was identified but still unable to detect leakage. Duration of hospital stay post-surgery (2 weeks): 2 days in the ward, about 1 week in hdu, after a week, back to normal ward. 2nd request: additional information was requested but unavailable: what were the indications for surgery? What was the surgical procedure? How was it determined that the leakage was in antrum? Was this a post-operative leak or bleeding? How was the abscess accumulation addressed? Was the exact site of the leak identified? Was the staple form noted (proper b-shape)? What was the additional pharmacotherapy and why was it necessary? What is the current patient status?

Event description:
It was reported that post operatively on an unknown procedure, surgeon was informed patient had abdominal pain on the same day after surgery. On the third day, abscess accumulation was confirmed. Suspected leakage due to dysfunctional staple integrity. Suspected leakage on the stomach antrum. A stent had to be inserted to address bleeding. Gst green reload 60 mm was fired on the antrum. Subsequent staple firings were done using gst gold 60 mm reloads. Powered plus echelon flex 60 mm long was used to fire the reloads. No reinforcing of suturing done. Clip was placed to address initial bleeding during procedure and bleeding stopped. Another like device was used to complete the procedure.